Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, abscess and inflammation. No further patient complications were reported.